Event description:
PICC (peripherally inserted central catheter) noted to be leaking fluids at base post dressing change. Nom reviewing dressing changes with team. Lot # 21i004d. Severity of event: event reached patient, no harm/no detectable harm.